Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of dropping insulin pump; as a result, customer was not able to fill reservoir. Customer reported or attempting to re-set to load reservoir and was not able to as the piston would not move and customer did not receive any alarms. Customer reported that drive support cap was flushed. Customer's blood glucose was 170 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The operating currents are within specifications and passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected prime fill anomalies or rewind anomalies noted during our testing. The drive support cap was inspected and no anomalies were noted during our visual inspection. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.